Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor cable at the sensor interface board was reseated, resolving the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the unit did not pass the ventilation and circuit compliance portion. There was no report of patient involvement.